Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. No issues were identified that required full analysis. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had recurring bacteremia/sepsis of unknown origin. The implantable pulse generator (ipg) system was explanted as it was a possible source of the infection. A new ipg system will be implanted in the future. No further patient complications have been reported as a result of this event.